Manufacturer narrative:
The unit was returned for evaluation on 04-mar-2026. He unit was received with a reported oxygen error, confirmed with the contaminated zeolite. Incoming internal 02 measured 89.6% and external 02 measured 89.3%, both below specification. The issue was identified as high psa (9) caused by zeolite contamination from moisture absorption. Due to cosmetic damage the lower housing and uip were also replaced.

Event description:
It was reported that the patient's unit stopped working and was not outputting oxygen. As a result, the patient's oxygen levels dropped and they had to go to the emergency room. They were discharged the next day and troubleshooting did not resolve the issue. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.